Manufacturer narrative:
The field service engineer (fse) performed cell rinse station retubings. He replaced the quick connectors which had deteriorated rubber seals. He performed decontamination and replaced the bath degasser to remove black bits from the analyzer. He performed adjustments on the new reagent arm and purged decontaminated water out of the system. He performed cell blank measurements with acceptable results. The customer performed calibration and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation excluded reagent issues.

Event description:
The initial reporter received questionable bilirubin, creatinine, and glucose results for 3 patient samples tested on the cobas 8000 c702 module. It is unknown if the initial results were reported outside of the laboratory. Sample ID (B)(6) - the initial bilirubin result was 76 mol/l. The repeat result was 4 mol/l. Sample ID (B)(6) - the initial creatinine result was 202 mol/l. The repeat result was 84 mol/l. Sample ID (B)(6) - the initial glucose result was 29.8 mmol/l. The repeat result was 4.1 mmol/l. The bilirubin, creatinine, and glucose reagent lot numbers and their expiration dates were requested but not provided.